Manufacturer narrative:
(B)(4). User facility unable to locate device requested.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device was fired. When the device was removed, the donuts were not complete. The surgeon performed a leak test and the anterior side of the staple line blew out. Sutures were used to over sew the anterior side of the staple line. The surgeon noticed that the staples on the anterior staple line were not completely formed. The surgeon performed another leak test and the posterior side of the staple line blew out. The case was converted to open. When the case was converted to an open procedure, the surgeon noticed that the staples were not completely formed on the posterior side of the staple line. A contour device was used to create a new staple line. Another circular device was pulled and the device fired as intended. A leak test was performed and there were no leaks detected. After the procedure, the patient was stable. The patient did not have any pre-existing conditions such as cancer, chemotherapy or radiation. The account is looking for the device, but may have thrown the device away after the procedure.